Event description:
It was reported that approximately 16 years post-implantation, the patient underwent a right hip revision of the cup due to psoas tendinopathy leading to instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat # 00877503601 lot # 2435785 bioloxâ® delta, ceramic femoral head, cat # 0106010105 lot # 4012027 avenirâ® muller, stem. Cat # 00631005836 lot # 61021857 liner 10 degree elevated rim. G2: foreign ¿ australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided. Review of the available records identified the following: patient had an initial right tha. Patient had a revision of the cup due to psos tendinopathy which led to instability. Also notes patient has waddle due to abductor dysfunction. No further information was provided. Two x-ray images were reviewed and not submitted for further review to radiology as the indication for revision was due to psoas tendinopathy and would not be accurately captured on plain film. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.